Event description:
The customer reported that while the unit was in use on a pt, the disconnect and the iabp alarms were displayed intermittently. The pt was switched to another unit and therapy was continued. No pt injury was reported.